Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective stimulation. The pt indicated she had not received effective coverage of her pain areas since her scs system was implanted. Reprogramming was unable to resolve the issue and the pt was feeling stimulation in areas other than her pain pattern. The pt desires to have the scs system explanted, but is currently undecided if she wishes to undergo a surgical procedure at this time.